Event description:
Review of the article "long-term efficacy and safety of xen-45 gel stent implantation in patients with normal-tension glaucoma" from the journal bmc ophthalmology noted the following events "15 eyes had hyphema; 13 eyes had traces of blood in ac; 3 eyes had bleb dysesthesia; 6 eyes had xen-iris contact; 2 eyes had choroidal detachment; 2 eyes had xen exposure; 1 eye had hypotony; 2 eyes had shallow ac; 1 eye had xen occlusion; 2 eyes had xen repositioning; 4 eyes required bleb revision; 2 eyes had xen rupture; 1 eye had endophthalmitis requiring enucleation; 15 eyes required additional surgery (5 eyes had microshunt implant; 5 eyes with non-penetrating deep sclerectomy; 2 eyes with glaucoma drainage implant; 1 eye had trabeculectomy; 1 eye had express implant; 1 eye had bleb revision); 81 eyes required needling; mean number of ocular hypotensive medications at final follow up was 0.9 ± 1.3." Device status are unknown.

Manufacturer narrative:
Article citation: carassa, r.g., corsini, g. & triolo, g. Long-term effectiveness and safety of xen45 in open-angle glaucoma patients. Int ophthalmol 44, 310 (2024). Https://doi.org/10.1007/s10792-024-03234-2. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.